Manufacturer narrative:
The insulin pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case was broken around the reservoir compartment. Customer¿s blood glucose level was 14.3 mmol/l. The insulin pump will be returned for analysis.